Event description:
It was reported that resistance was felt when passing the spring wire guide (swg) through the syringe, placed in the right jugular vein. The swg was found kinked and broken when removing from the syringe. Add'l info received on (B)(6) 2011 from a distributor stated that the swg was in one piece and removed in its entirety. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one swg was returned for eval. The ars was not returned. The swg was found kinked and broken when removed from the syringe. The swg was observed unraveled. The core wire was broken adjacent to the distal weld, although the distal weld is missing. Proximal core wire was slightly bent leading into the proximal weld, but is still intact. The core wire was measured and was not within spec. This indicates approx 1cm of the core wire was not returned. The od was measured and was within spec. The instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The device history records (DHR) for the swg were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The report of a swg unraveled was confirmed through visual analysis of the returned sample. The swg was unraveled at the distal end. Approx 1cm of the distal end of the core wire was missing along with the distal weld. Based on the investigation results and the results of the DHR review, the potential cause is undetermined.